Event description:
A tandem mobi cartridge alarm was reported during pumping, causing the customer's blood glucose to exceed 500 mg/dl, with the specific value displaying as "high." The customer administered a correction injection manually and did not need third-party assistance. Tandem technical support confirmed cartridge alarm 30 and arranged to replace the pump with one featuring updated software, providing training through the customer's source account. The customer will use manual injections as backup therapy until the new pump arrives. Tandem also provided instructions for returning the problematic pump.